Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 06/19/2009.

Event description:
An account manager reported that lint was found on an intraocular lens (iol) after the container was opened. There was no patient impact. The iol remains implanted.